Event description:
It was reported that during use of getinge intra aortic balloon , customer called for an assistance regarding the arterial waveform from a sensation plus ballooon catheter. Fiberoptic sensor failed post insertion. Troubleshot the dampened waveform by flushing the inner lumen multiple times, aspirating the inner lumen, and replacing the arterial transducer set-up. ECG electrodes were replacedecg electrodes were replaced. All waveforms and blood pressure indices were appropriate. No patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Serial #reverted back to blank updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d4; e3; e1 initial reporter; g2; g6 problem code. No decon or visual inspection performed since product was not returned and could not be evaluated. An ICU rn, contacted esp for support regarding an arterial waveform issue from a sensation plus balloon catheter. She explained that the fiber optic (fo) sensor failed after insertion, prompting the pump to use the inner lumen as the arterial pressure (ap) source. She reported frequent waveform dampening and requested guidance, troubleshooting steps were attempted but unsuccessful. No issues with the aspiration have been confirmed and the distal marker was confirmed to be correctly positioned. During the call the review of the iabp monitor screenshots were preformed and noted the patient was in a v-paced rhythm with low r-wave conductivity. Recommendations to replacing and repositioning ECG electrodes with doppler gel to improve signal quality, returning the pump to auto-mode, and switching to semi-auto with v/av trigger if needed. It was also advised to continuing daily chest x-rays to confirm catheter placement. Based on the description the dampened arterial waveform was likely due to poor ECG signal conductivity in a v-paced rhythm, which impaired the iabp¿s ability to accurately trigger in auto-mode. This was compounded by the failure of the fo sensor, requiring reliance on the inner lumen for arterial pressure monitoring. The issue was resolved by improving ECG signal quality through electrode replacement and repositioning, and by switching to semi-auto mode with v/av trigger to ensure reliable pump timing. The sensor failure was confirmed during the call however since the product was not returned, we are unable to evaluate the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.